Event description:
It was reported that a user experienced uncertainty connecting a newly applied freestyle libre 3 plus sensor to the ilet system; the user re-paired the sensor and confirmed activation with the initiation of the warm-up. No adverse clinical symptoms reported. Outcomes included no impact to blood glucose and no alerts or alarms. User support included user guidance and troubleshooting education over the phone. Investigation of this case revealed that the activation was completed through proper rescanning and initiation of the sensor warm-up, indicating user setup error rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user understanding and use of the device with no device problem identified.

Manufacturer narrative:
Initial.